Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome and spinal pain reported via the manufacturer¿s representative (rep) they didn¿t charge the implantable neurostimulator (ins), and there was a possible issue with the recharger. As a result of the ins not being charged it was overdischarged. On (B)(6) 2016 the consumer met with the rep. Who performed two physician mode recharges, but it didn¿t restore the device to a normal charging session. As a result the rep. Was going to meet with the consumer another day to try and resolve the issue. The patient was scheduled for a battery replacement to occur on (B)(6) 2018. It was reported that during pre-operation the manufacturer representative was unable to read the battery because it had been dead for a long time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.